Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.

Event description:
The stent of the precise rx was deployed upon pulling out of the package. There was no damage to the product or package. The procedure was completed successfully with a smart control.